Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
On 12/17/2014: when this lead was returned, it was noted that there was loss of capture at the time of explant. Sensing and impedance measurements were within normal range. Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was visually and electrically analysed. During the visual inspection, cuttings in the insulation and deformations of the conductor coils were found which occurred most likely during the explant procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
Boston scientific crm received information that the right ventricular (rv) lead was explanted eleven days post implant due to an unknown product performance issue.